Event description:
The fixator was applied for a proximal tibia fracture. Approx 4 weeks later it was noted a wire carriage was broken. The wire carriage was replaced in the md's office. There was no injury to the pt.